Event description:
Reporter alleged blood glucose measured 342 mg/dl back to back with a result of 111 mg/dl, however, these values were not located in the meter memory. Customer stated taking their oral diabetes medication at night after testing, however, could not provide the time. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.